Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. It was discovered that the right atrial lead had micro-perforated. A pericardiocentesis was successfully performed and the patient' symptoms subsided. The lead's function was tested and found to be within normal values. On (B)(6) 2016 the patient presented to the hospital again and a mild cardiac tamponade due to a pericardial effusion and a pericardiocentesis was performed. The fluid was removed from the pericardial sack and the patient was symptom free in the recovery room. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.